Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage that was lower than expected prior to implant. The device was not used and will be returned to guidant for analysis.